Event description:
Boston scientific received information stating: remaining longevity dropped from 6.75in feb ti less than 3 mons in (B)(6)2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).